Manufacturer narrative:
(B)(4). Cine images were returned and reviewed by abbott senior clinical research analyst. Incomplete information was received regarding the deployment of the supera stent; therefore, a root cause could not be determined.

Event description:
Subsequent to the initial 30-day and follow-up # 1 medwatch reports, information was received stating that the heavily tortuous, moderately calcified, mid superficial femoral artery (sfa) lesion was pre-dilatated to 5 mm, then 6 mm and the 5x150 supera stent was deployed, not fully covering the lesion, so a second 5x120 supera stent was deployed to fully cover the lesion. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The stent shortening could not be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the 5 x 150 mm supera stent was implanted but noted to have shortened to approximately 10 cm at deployment. There was no reported adverse patient effect. No intervention was performed. There was no reported clinically significant delay in the procedure. No additional information was provided.